Manufacturer narrative:
As part our investigation, the service center made multiple follow up attempts to obtain additional information from the user facility via telephone and in writing; however, no additional information was obtained. In addition, the unit was returned to the service center for evaluation. The user¿s complaint of ¿ no image¿ was not confirmed. The unit passed functional and leak test. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image was displayed due to one of the following: due to poor contact caused by a partial breakage of the cable, communication between the processor and the camera head became impossible and this phenomenon temporarily occurred. Due to corrosion of the electrical contacts of the video connector, dirt and adhesion of foreign matter on the electrical contacts, communication between the processor and the camera head became impossible and this phenomenon temporarily occurred.